Manufacturer narrative:
Please review attached for the investigation results. (B)(4).

Event description:
It was reported that patient underwent a revision of patella after it being dislodged in a traumatic injury. It was reported that just over a week pre revision the patient fell off bike doing a reported 50 km/hr and impacted tkr in the fall, subsequently patella was dislodged in the fall and needed revising. Only patellar component of tka was revised.